Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned, however, the physician indicated no allegation toward the device; cause of death was not related to the cardiomems device or procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient expired within 30 days of being implanted. The physician stated the cause of death was not related to the cardiomems device or procedure.